Event description:
The customer reported obtaining false negative results for hepatitis b surface antigen (hbsag) for one patient sample. A positive result was obtained by another method. There was no report of patient harm as a result of this event.